Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to a field advisory on the model, as well as suspected premature battery depletion.